Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device replacement procedure, this right atrial (ra) lead was found to have been dislodged at some point in the past. It was noted that the lead had exhibited no sensing and no capture. The lead was explanted and was discarded after the procedure. To date, there have been no reported adverse patient effects related to this clinical observation.